Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a tip of the force bipolar fell inside of the patient. The fragment was retrieved during a different procedure. An x-ray was performed to confirm no fragments were left in the patient. The procedure was completed.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Device evaluation: on 07-jan-2026, intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken and missing molded insulator on the jaw. The missing piece measuring approximately 9.60mm x 4.70mm in size was not returned with the instrument. The grip base for the grip with the broken molded insulator does not appear to be bent. As a result of the full break, the grip/jaw was detached and not returned with the instrument. The missing grip measures approximately 15.50mm x 4.70mm. Additionally, the instrument was found to have a broken conductor wire at the detached grip/jaw. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.